Manufacturer narrative:
The customer advised physio-control that after a device evaluation, they have decided on not repairing the device and retiring it from use. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that while testing the therapy connection of their device, the device did not recognize a simulated patient connection at 211 ohms. This could potentially cause a defibrillation leads off message while connected to an actual patient. There was no patient use associated with this reported issue.